Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged 80 minutes. Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during surgery (sigmoidectomy + low anterior colorectal anastomosis) the linear stapler cutting 75 mm presented malfunctioning because "performs tissue cutting but not stapling, implying this in the need of enterorrhagia of involved intestinal ends and manual anastomosis". The surgery was delayed 80 minutes. The action taken was in the same procedure with enterorrhaphy and manual anastomosis. The patient did not present complications derived from the notified event, her hospital stay was not prolonged either. The medical evolutions register adequate evolution in the post-op period.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 40. Action taken when event occurred? The action taken was in the same procedure with enterorrhaphy and manual anastomosis. Was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences no.